Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode and associated subcutaneous implantable cardioverter defibrillator were explanted due to infection. It was noted that the patient may receive a transvenous system at some point in the future. No additional adverse patient effects were noted.

Manufacturer narrative:
This report is being filed to update h6. B5 was also updated. Code 3191 was used to capture surgical intervention.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator were explanted due to infection. It was noted that the patient may receive a transvenous system at some point in the future. No additional adverse patient effects were noted.